Event description:
Procedure type: pancreas. According to the reporter: during suturing, the needle broke. The tip of the needle wasn't retrieved but probably did not fell into the cavity. Used another. No bleeding. No tissue damage. Operating room time not extended.

Manufacturer narrative:
(B)(4).